Event description:
It was reported that the implant at tooth site #31 was removed due to a fractured abutment. Part of the screw and broken abutment were still present but could not be removed. Implant was solid and had to be removed using a trephine bur and regrafted.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: catalog number unknown / not provided. Lot number unknown / not provided. Expiration date unknown / not provided. Unique device identification unknown / not provided. G4: PMA/510(k) # unknown / not provided. H4: device manufacture date unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: based on the additional information the unknown screw is not a reportable event. As a result, the prior submissions for MFR#: 0002023141-2025-01574 submitted on june 15th, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for the screw. The event has been submitted correctly for the implant on MFR#: 0002023141-2025-02206 on (B)(6) 2025. No further reports will be submitted under MFR#: 0002023141-2025-01574.

Event description:
Additional information was received, updating the reported event and item. Upon reassessment of the reported event, it was determined that this event was filed under the incorrect item, unknown screw. Based on the additional information the unknown screw is not a reportable event due to FDA malfunction variance. As a result, the prior submissions for MFR#: 0002023141-2025-01574 submitted on june 15th, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for the screw. The event has been submitted correctly for the implant on MFR#: 0002023141-2025-02206 on (B)(6) 2025.